Event description:
Received information that the customer's pump unexpectedly shutdown and turns off. The impact to the customer is unknown.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.